Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and a 27mm watchman laa closure device & delivery system were positioned. The closure device was deployed, but did not meet release criteria and was fully recaptured. After removing the delivery system, a kink was noticed on the delivery system sheath. There were no patient injuries.